Event description:
Seventeen days after the index procedure this pt was scheduled for a planned ptca of the rca. A few hours after the ptca the pt died. The event was evaluated as unrelated to thr investigation device and procedure. The pt has no cardiovascular history. Their risk factors include hypertension and hyperlipidemia. They presented to the hosp with unstable angina (iib) and 3-vessel coronary disease. The pre-procedure medications included plavix, statins, beta-blockers, and anti-anginals. There were no pre-procedure cardiac enzymes/markers available.